Event description:
It was reported that a patient underwent a face lift (rhytidectomy) procedure on an unknown date and a 10 fr drain was placed. The drain was not draining and the patient developed an advanced hematoma on the face. The surgeon opines that the drain is too soft, therefore, the drain gets flat and loses its functionality.

Manufacturer narrative:
(B)(4) - poor wound drainage. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01421. The same patient is represented in each medwatch.